Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/13/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. The display screen visual was observed to be discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and discolored display screen visual. This report is made based on results of investigation completed on 08/13/2015.